Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09522. It was reported the catheter became stuck on the wire. The target lesion was located in the occluded distal superficial femoral artery. A crossover approach was taken from the common femoral artery. To gain access to the lesion, the physician did have to re-cross a distal re-entry site which was only pre-dilated after re-entry using an outback device. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use; however the delivery system became stuck on a 0.035" guidewire during insertion inside the patient. The device could not be withdrawn from the wire. Both the eluvia system and wire were removed. A second 6x120 130 cm eluvia¿ drug-eluting vascular stent system and new 0.035" guidewire were selected for use. However, the same issue occurred with the eluvia system becoming stuck on the wire during insertion. Again, both the eluvia system and wire were removed. The procedure was completed with a different device. There were no patient complications reported and the patient condition was noted as stable after the event.